Event description:
During the device evaluation, the gastrointestinal videoscope exhibited clogging of the channel mount/cleaning brush passage and foreign material leaking from the distal end of the device. There was no patient involvement, and no harm reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based in the results of the investigation, clogging of channel mount unit/cleaning brush passage was observed, resulting in foreign coming out of distal end of the device. The foreign material was not identified, and a definitive root cause of the issue could not be determined, however, the issue was likely the result of user handling and insufficient device cleaning/reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.